Event description:
During deployment, a shock was aborted due to impedance issues.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Results: impedance issues present during deployment. Conclusion: labeling is provided to instruct the user on overcoming impedance issues.